Manufacturer narrative:
The complained device has been requested to conduct the investigation. We are waiting for its return. Further actions will be evaluated once the investigation will be completed.

Event description:
The user reported that during a trial, a significant air ingress through the venous line led to a massive air lock within the reservoir. In detail: bypass was started (surgery with cooling to 32 degrees celcius). From the beginning: a lot of air through the venous line. Significant air ingress via the venous line. Resulting air lock within the reservoir. Air lock caused separation of the upper reservoir volume. Continuous pump stops occurred at the lower-level sensor due to trapped volume in the upper reservoir. System function was repeatedly interrupted. Multiple attempts to resolve the air lock were unsuccessful. Even vacuum application did not restore functionality. No recovery of normal system operation was possible. As a result, qps had to be replaced. No harm occurred to the patient. Nirs remained stable the whole time.